Event description:
It was initially reported by the treating physician that he was unable to communicate with the pt's device. The pt had already left the office at the time of the call so no troubleshooting was performed at the time. Later, follow-up with the treating physician's nurse confirmed that the physician's programming system was able to be used on other pt's and he believed that there was a malfunction with the pt's pulse generator. No further details were immediately available about the pt's device. Due to privacy issues, the current treating physician is unk. The nurse indicated that the pt has since transferred care and it is unk if the pt's new physician has successfully communicated with the device. A battery life estimation based on limited history available in the MFR's programming history database indicated that the pt's device had about 5.47 years remaining until eri=yes. There were no available diagnostics for the pt's device. Good faith attempts to obtain additional info have been unsuccessful to date.